Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the tubing disconnected from the long metal tube and blood was lost on the floor in emergency case. The fault occurred during infusion. Patient was actively being resuscitated. A nurse ended up holding the tubing together to complete the transfusion while another went to get additional tubing. Some of the transfusion blood ended up on the floor and was not received by the patient. The outcome of the event is patient survived and remains stable and is undergoing routine care and anticipate discharge (dc) home.